Event description:
It was reported that two weeks after the implant, the patient was seen in the emergency room with complaints of blood in their sputum, chest pain and shortness of breath, as well as ecchymosis to the flank and axilla. The patient also reported feeling dizzy, lightheaded and sweaty the night before. Exam of the patient revealed tachycardia and tachypnea. Computerized tomography of the chest revealed a pulmonary embolism in the left upper lobe and mild pulmonary edema and small right pleural effusion. The electrocardiogram also showed that the patient was in atrial fibrillation. The patient was given medications. The leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.